Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with possible epithelial basement membrane dystrophy (ebmd) with recurrent corneal erosion (rce) in both eyes(ou) symptoms at the 2-month post op exam. A brief description from the surgery center indicated the planned procedure was switched to a photorefractive keratectomy (prk) procedure on the same visit as there were complications with the flap on the left eye. The flap was very difficult and complicated to lift. The procedure was converted to a prk procedure. The day of initial treatment, the patient was sent home and topical steroid dosage (pred forte -prednisolone) was increased as a precaution due having the flap subjected to more handling of the difficult lift. At the 2-month evaluation, the patient showed possible signs of ebmd with rce. The patient had intermittent pain and redness on both eyes that comes random and varies. In addition, the patient complained of sensitivity and foreign body sensation especially in the morning. The patient¿s comments were of worrisome of recurrent intermittent issues. The patient self-medicated with pred forte. The surgery center had the patient discontinue the pred forte. The patient was prescribed muro-128 hypertonic sodium chloride solution to be taken for 6 weeks. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye post-op 20/20 -.25 x -.25 x 162, left eye post-op 20/20 1.00 x -1.50 x 43.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.